Manufacturer narrative:
H3, h6: product 9735834 was received by the manufacturer for analysis. The returned cable had no physical damage and pass continuity tests with no opens or shorts detected. No problem found. Previously reported codes b01, c19, and d14 are applicable. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the camera was showing an orange light. The system showed that the camera had been bumped on the software and the pcoip was now showing a red light. There was no patient involvement.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735798, serial/lot #:(B)(6) product ID: 9735821r, serial/lot #:(B)(6), UDI#: (B)(4) ; product ID: 9735834, h6: the system was serviced in the field and the hardware parts were replaced. B01, c13, and d02 are applicable. H3, h6: product 9735798 was received by the manufacturer for analysis. Poe injector was found to be fully functional. No faults found. B01, c19, and d14 are applicable. H3, h6: product 9735821 was received by the manufacturer for analysis. The returned psu has nicks and scratches on the housing. A check of the event log showed intermittent firmware incompatibility dating back to oct 2017. There was a battery voltage low message along with bump detected and storage temperature exceeded. Line separation was detected during the accuracy test (aak). An adjustment was applied. The psu passed the aak test at .204 mm with a passing threshold of .25 mm. This psu has not been previously returned for a failure. B01, c08, c02 and d02 are applicable. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.